Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the left main first diagonal artery. After 3-4 treatments, the tip of the viperwire guide wire sheared off. It was indicated the spring tip came in contact with the oad crown. This was due to the physician not having a good view on angiography and was unable to see the distal wire direction and oad crown tip. The distal opaque part of the viperwire was left in the diagonal artery due to the branch being too small to try a snare. A dissection was observed. A stent was placed in the diagonal artery to treat the dissection. In the physician's opinion, the oad was advanced too far down the distal branch of the diagonal artery, which led to the dissection. The patient was in stable condition. It was indicated there was no wire bias and no difficulty wiring or delivering devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
H10: additional device reference in b5 is filed under reference number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the left main first diagonal artery. After 3-4 treatments, the tip of the viperwire guide wire sheared off. It was indicated the spring tip came in contact with the oad crown. This was due to the physician not having a good view on angiography and was unable to see the distal wire direction and oad crown tip. The distal opaque part of the viperwire was left in the diagonal artery due to the branch being too small to try a snare. A dissection was observed. A stent was placed in the diagonal artery to treat the dissection. In the physician's opinion, the oad was advanced too far down the distal branch of the diagonal artery, which led to the dissection. The patient was in stable condition. It was indicated there was no wire bias and no difficulty wiring or delivering devices.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported damaged by another device, and material separation resulting in foreign body in patient and serious injury appears to be related to user error. In this case, it is likely that the damaged by another device and material separation resulting in foreign body in patient and serious injury is due to device placement and use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction - 4438 no longer applies, 2687 added.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the left main first diagonal artery. After 3-4 treatments, the tip of the viperwire guide wire sheared off. It was indicated the spring tip came in contact with the oad crown. This was due to the physician not having a good view on angiography and was unable to see the distal wire direction and oad crown tip. The distal opaque part of the viperwire was left in the diagonal artery due to the branch being too small to try a snare. A dissection was observed. A stent was placed in the diagonal artery to treat the dissection. In the physician's opinion, the oad was advanced too far down the distal branch of the diagonal artery, which led to the dissection. The patient was in stable condition. It was indicated there was no wire bias and no difficulty wiring or delivering devices.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported damaged by another device, and material separation resulting in embolism and serious injury appears to be related to user error. In this case, it is likely that the damaged by another device and material separation resulting in embolism and serious injury is due to device placement and use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the left main first diagonal artery. After 3-4 treatments, the tip of the viperwire guide wire sheared off. It was indicated the spring tip came in contact with the oad crown. This was due to the physician not having a good view on angiography and was unable to see the distal wire direction and oad crown tip. The distal opaque part of the viperwire was left in the diagonal artery due to the branch being too small to try a snare. A dissection was observed. A stent was placed in the diagonal artery to treat the dissection. In the physician's opinion, the oad was advanced too far down the distal branch of the diagonal artery, which led to the dissection. The patient was in stable condition. It was indicated there was no wire bias and no difficulty wiring or delivering devices.